Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple times where the luer lock unthreads. The possible cause of the reported issue was not known, however the customer was able to reattach luer. Troubleshooting was not performed as event occurred in the past. The customer did not know if blood glucose level was impacted.